Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: device unique identifier (UDI) and expiration date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4111 and 4109. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. The reported event is non-verifiable with the information provided and following inspection of the returned device. · based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. · zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. · DHR review was completed for the subject lot number 2018072088. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. · complaint history review was performed for the reported lot number (2018072088) for similar events and no other complaint was identified. · the reported event could not be recreated due to the nature of the dental device and event (medical condition) and the complaint is not related to the functional performance of the product. · a definitive root cause could not be identified. However, as per the rmf rm-00053-haz rev. 8, the failure mode for the reported event is customer error in treatment planning for the implant utilized. · no further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported by the customer that the patient was experiencing pain. The gingival tissue around the collar of the implant would not keratinize and remained unhealed when abutment check was done. Integration was good, but 2mm of collar exposed. Tooth #19.